Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the customer fell and the display on the insulin pump is shattered. Customer's blood glucose level at the time 80 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.